Event description:
While using the endo gia stapler in the abdomen, the tip of a vascular staple load broke off into the patient. The small piece of the tip of the stapler was retrieved and the staple gun and piece were handed off the field. ====================== manufacturer response for endo gia stapler, (brand not provided) (per site reporter).====================== the covidien representative was notified and given the malfunctioning equipment.